Event description:
Caller states that during proficiency testing, the following coaguchek s value was obtained: 8.0 inr with a mean of 4.94 inr. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.